Event description:
It was reported during the procedure after the subject stent was advanced to the proximal end of the catheter, there was resistance. When the physician attempted to adjust the delivery wire, the stent became deployed in the catheter. The catheter and stent were removed together and the procedure was completed successfully with no clinical consequences to the patient.